Event description:
The customer reported the images were washed out during fluoroing.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.